Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field sensing has been generally observed by the sales representative in certain types of implantable pulse generators (ipg). No additional information was received. No known patient complications have been reported.